Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 31mm wds was prepared, advanced, and deployed. The physician was attempting to position the device to get more depth with the flex ball to go into the superior lobe with the closure device. During the positioning, the sheath was counter clocked and the entire wds was advanced and deployed. The closure device came out open in the distal end, but did not open at the proximal end. The physician recaptured the closure device and attempted to reposition into the same lobe. The physician encountered challenges in repositioning and forcefully maneuvered the device twice in an attempt to access the lobe. It was suspected that this motion caused a perforation. The patient's blood pressure started to drop. A pericardial effusion was observed, and a pericardial tap was performed to drain the fluid. The patient was re-infused with the blood. A cardiovascular surgeon was called and performed a successful pericardial window on the patient. An atrial clip was then placed to treat the laa. The patient remained in the hospital for recovery.